Event description:
The hcp reported the patient was experiencing no pain relief. The patient was treated with oral medication. "Put dye in pump - none in catheter." The hcp reports the patient needs a new pump.